Manufacturer narrative:
Product event summary: analysis found the programmer had liquid damage (internal contamination).

Event description:
It was reported an error code displayed. It was further reported the issue was during the first turn and did not cause delays in a procedure. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.